Manufacturer narrative:
Additional information: d6a, d8 correction: e1 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation was: - co2 gas leak / electro-pneumatic proportional valve failure based on the results of the investigation, it's likely the issue occurred due to the uncontrolled airflow and co2 leakage that were caused by faulty electropneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported, the insufflation unit exhibited insufflator not working. The event occurred at service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.